Event description:
It was reported that a bd sedisystem esr instrument needed a printer replaced. No report of serious injury or medical intervention.

Manufacturer narrative:
OEM manufacturer updated from ______ to saxxo. The OEM who manufactures the sedi-15, saxxo technologie in france, was closed in 2017. Additionally, the last transaction between bd and the OEM was in january 2010.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd sedisystem esr instrument needed a printer replaced. No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: the bd sedi-15 instrument (catalog no. 366076) was discontinued in january 2010 and is no longer distributed by bd. Additional information was received on 10/30/2018 from the bd technical support team who conducts a repair service on the device referenced in this report. It was determined that this device is not a bd sedi-15 catalog no. 366076, but rather a non-bd printer. A processing error had occurred where the printer was logged into the service request system as the ¿bd sedi-15 catalog no. 366076¿. As a result, the current complaint referencing the bd sedi-15 catalog no. 366076 will be cancelled in our complaint system as it is not associated with our bd products. We have also taken necessary actions to prevent this processing error from recurring in the future.

Event description:
It was reported that a bd sedisystem esr instrument needed a printer replaced. No report of serious injury or medical intervention.

Event description:
It was reported that a bd sedisystem esr instrument needed a printer replaced. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the instrument was not returned for evaluation and no further information could be obtained regarding this issue. Additionally, no instrument error report or technical service report was available for review. If any additional information is received then this record shall be updated. Based on the limited information received, no conclusions could be drawn regarding this issue. If any additional information is received then this record shall be updated. A root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.